Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, proper hemostasis was not achieved after a 7f exoseal vascular closure device (vcd) was removed from the patient¿s body. Hemostasis was achieved by manual compression. There was no reported patient injury. Bleeding was noted immediately after plug deployment and device removal. Pulsatile bleeding at the puncture site was observed upon removal of the exoseal vcd and sheath. The plug deployment location was not available. No anticoagulants, antiplatelets, or thrombolytics were reported. No multiple stick attempts were made. The device was used in an interventional procedure with a retrograde approach. The physician was certified on device use. There were no visible signs of device or package damage prior to use, and a non-cordis sheath (terumo sheath) was used. The device was stored and prepared per the instructions for use. The femoral artery was verified suitable on angiography with appropriate sheath insertion angle and diameter =5mm. There was no calcium or plaque at the puncture site, mild vessel tortuosity, no nearby stent, and no stenosis greater than 50%. The site had not been closed with any closure device or manual compression within 30 days prior to the procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm before device use. The device will be returned for evaluation.

Manufacturer narrative:
As reported, proper hemostasis was not achieved after a 7f exoseal vascular closure device (vcd) was removed from the patient¿s body. Hemostasis was achieved by manual compression. There was no reported patient injury. Bleeding was noted immediately after plug deployment and device removal. Pulsatile bleeding at the puncture site was observed upon removal of the exoseal vcd and sheath. The plug deployment location was not available. No anticoagulants, antiplatelets, or thrombolytics were reported. No multiple stick attempts were made. The device was used in an interventional procedure with a retrograde approach. The physician was certified on device use. There were no visible signs of device or package damage prior to use, and a non-cordis sheath was used. The device was stored and prepared per the instructions for use. The femoral artery was verified suitable on angiography with appropriate sheath insertion angle and diameter =5mm. There was no calcium or plaque at the puncture site, mild vessel tortuosity, no nearby stent, and no stenosis greater than 50%. The site had not been closed with any closure device or manual compression within 30 days prior to the procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm before device use. A non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A non-cordis 7f catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis, no additional anomalies were observed to be reported. The functional evaluation could not be performed, as the unit was received completely deployed. A high magnification microscopic evaluation was executed to assess the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿plug inability to achieve hemostasis¿ was not observed through analysis of the returned device as it was received fully deployed with no plug returned and due to the nature of the complaint. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.